Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for routine generator change. Due to the recall status of the right ventricular lead, the physician decided to explant the lead as well. No lead abnormalities were noted. After extracting the lead, it was noted that the patient had a drop in blood pressure. A tear near the innominate artery was observed. The tear was surgically repaired by the surgeon. The lead was replaced successfully. The patient is recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.